Manufacturer narrative:
Supplemental report submitted to include additional information received through medical records review. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device was not returned for evaluation as it remained implanted. In this case, the root cause of the stenosis cannot be confirmed but appears to be related to patient factors (per report, the patient was non-compliant and discontinued anticoagulants shortly after dismissal during initial tavr). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 20mm sapien 3 ultra valve was implanted during the valve in valve procedure. The patient was in stable condition post procedure.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that a patient with a 23mm sapien 3, implanted for 5 years and 1 month, underwent a valve in valve procedure due to stenosis with a gradient of 72mmhg. As reported, the patient was non-compliant and discontinued anticoagulants shortly after dismissal during initial tavr. The patient presented back to the valve clinic with a stenosed valve and a gradient of 72mm hg.